Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image is foggy during reprocessing of an olympus laparo-thoraco videoscope. There was no patient involvement/ no patient injury reported.